Event description:
The customer stated a non-fasting blood glucose comparison was performed on a pt. A blood glucose test was done and the result was 435 mg/dl and on a different device the result was 219 mg/dl, the lab result was 221 mg/dl. Controls were in range. A request was made for the return of the suspect device and the customer refused replacement.